Event description:
A consumer reported the last time they charged the implantable neurostimulator (ins) was a month ago. The consumer tried using the recharger with the ins but was seeing the reposition antenna screen and was unable to charge. An attempt was made to connect with the patient programmer (pp), but it was unable to. The potential for overdischarge was mentioned to the consumer and they were redirected to their healthcare provider (hcp) for a physician mode recharge (pmr). Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.